Event description:
It was reported that the patient was experiencing discomfort and was having difficulty the implantable pulse generator (ipg). The patient underwent a procedure wherein the ipg was repositioned and the patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred couple of months prior to the date the manufacturer became aware of the event.